Event description:
It was reported the pt's occipital scs lead (off-label) was explanted and replaced to obtain more effective stimulation. It was also reported the pt received an additional scs lead. Moreover, it was reported the pt elected to have her scs ipg explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.